Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the operator extend the helix but as the thres holds measurements were not good, they retracted the helix and struggled with the screw mechanism afterwards as the operator was unable to extend the helix again. Due to extending the helix at multiple sites, the cardiac perforation and cardiac tamponade occurred. The patient lost around one liter of blood and was intubated, ventilated and they received a temporary implantable pulse generator (ipg). It was also reported that due to fluid boluses to compensate the blood loss, the patient experienced pleural effusion. Patient was hospitalized. Rv was never implanted and was replaced with the new rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted the helix extended and retracted smoothly and within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.